Event description:
Healthcare professional reported left side deflation device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right implant completely deflated and exchange from textured to smooth implants due to the patient¿s concern of the product. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed one opening on the posterior side assessed as fold flaw opening . Anxiety-product/procedure: unable to observe since it is a medical event and is not related to the device. Additional observations: yellow biological tissue observed on the device. Crease fold observed on the device. Wear abrasion observed on the device.

Event description:
Healthcare professional reported right implant completely deflated and exchange from textured to smooth implants due to the patient¿s concern of the product. Healthcare professional reported right side "particles in valve" via rga. Device has been explanted and replaced.